Event description:
According to the event description: after reconstituting the vial a "blue floating thing" was noted in the vial. "I think probably a piece of the syringe because there is blue printing on the syringe that comes with the vial" the particle observed/exhibited an elongated strip or uneven ribbon-shape exhibiting a blue coloration. An uneven yet relatively smooth surface texture was observed. The particle exhibits a negative reaction to a magnet and a non-buoyant behavior. The particle observed was not visually consistent with the stopper material.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A follow-up report will be provided after the examination results are available.